Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06671, 2017865-2019-06672. It was reported that the patient presented with discomfort around the pocket containing the device. The physician did not allege a malfunction on the device and opened the pocket and repositioned the device from a left sub-pectoral position to a left pre-pectoral position. During this procedure on (B)(6) 2019 with the pocket open, the physician noted superficial insulation damage on the right atrial lead. The physician attached a suture sleeve over the damage site on the lead body and closed the pocket. The patient was in stable condition. The patient returned to the hospital and the physician explanted and replaced the implantable cardioverter defibrillator and right ventricular lead and explanted the right atrial lead for an unspecified reason.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 7.5 cm (connector portion) and 51.1 cm (distal portion) with the helix retracted and clogged with blood/tissue. Visual examination found procedural damage on both portions. No conductor fractures or internal shorts were noted. The reported event of unspecified malfunction was unconfirmed. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the optim sheath at 43.4 cm - 43.6 cm from the connector pin on the distal portion. The abrasion was consistent with friction to the device can.